Manufacturer narrative:
The report¿s meter and strips were provided for investigation where they were tested using retention controls. The returned meter and strips were tested with a high-level control sample. Testing results (qc range = 2.2 - 3.4 inr): qc 1: 3.0 inr; qc 2: 3.0 inr; qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The investigation did not identify a product problem. The cause of the event could not be determined. Medwatch fields d9 and h3 were updated.

Manufacturer narrative:
The meter and the test strips were requested for investigation but have not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods."

Event description:
The initial reporter complained of discrepant inr results for 2 patients using a coaguchek xs meter with serial number (B)(4) compared to a stago platform with neoplastine reagent laboratory method. The reporter was performing a validation comparison using three methods: syringe for laboratory method, syringe to meter and direct fingerstick to meter. On (B)(6) 2021, patient 1's laboratory result at 10:15 am was 1.7 inr. The result from the meter by syringe method at 10:15 am was 1.1 inr. The result from the meter by finger stick method at 10:15 am was 2.1 inr. On (B)(6) 2021, patient 2's laboratory result at 9:20 am was 1.7 inr. The result from the meter by finger stick method at 9:20 am was 2.4 inr. The therapeutic range was not provided for both patients.